Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large suturecut needle driver instrument associated with the customer reported issue to perform failure analysis. An investigation to determine the cause of the reported event is currently in progress. A follow-up MDR will be submitted once failure analysis investigations have been completed and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had broken wire at its tip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was suturing tissue when the reported event occurred, the surgeon could not open and close the jaws and therefore could not control the needle with this instrument. They believed there were wires visibly protruding since they submitted the issue as 'broken wire(s) at the tip", but do not recall how many pieces. They were not sure which cables were the ones protruding but they were sure the instrument did not collide with any other instrument or tool during the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large suturecut needle driver instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.